Event description:
It was reported that during an initial hip arthroplasty, after placing the acetabular cup and inserting the screw, the screw fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: japan. Visual examination of the provided pictures identified the screw head broke off of the screw. The rest of the screw was not shown in the picture. No further evaluation can be made from the provided picture. Reported event was confirmed by review of photographs provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.